Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. Rapid atrial flutter contributed to the false detection. It was reported that the pt was at home and conscious at the time of treatment. The pt was inappropriately treated five times between 22:04:36 and 23:52:41. The response buttons were not pressed during the entire event. The pt called ems and was taken to the emergency room (ER). Pt continues to wear lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt was taken to the emergency room and continues to wear the lifevest. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor (B)(4), 09/2014 - initial. Electrode belt (B)(4), 07/2014 - initial. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).